Event description:
2017865-2023-42413. It was reported that loss of i2i communication between the atrial and ventricular device resulting in a loss of atrial pacing. As a result, the patient experience chest discomfort. The devices were reprogrammed to resolve the event and the patient was in stable condition.